Event description:
The duett sealing device failed during deployment. Upon reaching second resistance, the physician moved the introducer sheath out an add'l 1cm. After the sheath was moved back, resistance was still felt, but the catheter then pulled out of the pt. The physician moved to hold manual pressure over the puncture site. Upon inspecting the catheter, the clinical specialist noted that the sealing (distal) balloon was missing from the catheter wire. The balloon had become detached from the catheter at the proximal bond. The pt's foot became cool, and diminished pedal pulses were noted. A diagnostic femoral angiogram revealed a small object occluding the popliteal artery. As the attending radiologist was unable to retrieve the object, the pt was sent to surgery. The object (balloon) was subsequently surgically removed from the artery, with good pt outcome.